Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that noise was oversensed on the ra channel. Pacing inhibition was also noted. There were no adverse patient effects. Noise was recreated with isometrics. The physician was dr. (B)(6) at (B)(6) hospital at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).